Event description:
It was reported that the patient had a right suborbital infract that was confirmed via computed tomography (CT). The CT images were not available. The patient was agitated upon awakening. The patient was in the intensive care unit (ICU) and the sequalae was unknown. It was later communicated that there were no changes to patient condition or anticoagulation status that may have contributed. Other than the agitation, the patient had symptom of hemiplegia. As of (B)(6) 2025, the patient remained hospitalized with the symptoms and rehab was planned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.